Event description:
It was reported that during routine follow-up, an increasing capture threshold was observed. No patient symptoms were reported. A microdislodgement was suspected. The lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.